Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be sent upon completion of the investigation. This report is to follow-up mw # (B)(4).

Event description:
Procedure performed: robot assisted hysterectomy, bilateral salpingectomy. Event description: medwatch report # (B)(4) received via mail on 06feb2019. Date of event: (B)(6) 2018. "Air seal detected. Hole found in balloon." Device available for return. "Device failed (e.g. Broke, couldn't get it to work or stopped working);" other information about the patient that may have influenced the outcome of the event: "none."

Event description:
Procedure performed: robot assisted hysterectomy, bilateral salpingectomy. Event description: medwatch report # (B)(4) received via mail on 06feb2019. Date of event: (B)(6) 2018 "air seal detected. Hole found in balloon." Device available for return. "Device failed (e.g. Broke, couldn't get it to work or stopped working);" other information about the patient that may have influenced the outcome of the event: "none" patient status: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a hole in the balloon. Based on the condition of the returned unit, it is likely the reported event was caused by an instrument or object that came in contact with the balloon during the procedure. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch # (B)(4).